Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test and a blank display. Blood glucose level at the time of the incident was not provided. The issues were not resolved through troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Findings: blank display due to battery tube connector unplugged. Unable to verify audio/beep anomaly, failed battery test or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Battery tube connector was re-plugged and pump passed the operating currents measurement. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.